Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer states the sensor does not let them know when they're low. The customer was driving and got into a car crash due to the low. The customer was having sensor glucose versus blood glucose differences that resulted in incorrect pump suspension. The customer was at 198 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had a low of 38 mg/dl on the day of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the deliver accuracy test at 0.08750 inches. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Threshold suspend alarm feature was programmed to 60 units, unit delivery stopped when sensor value was programmed below suspend threshold. The sensor and threshold suspend feature working properly. Device was also programmed with test glucose meter. Device communicated properly and recorded the 79 mg/dl value properly from glucose meter. Device received with cracked case at the display window corners. Device received with minor scratched display window and case.